Manufacturer narrative:
Patient city: (B)(6). Patient country: greece.

Event description:
Reference number (B)(4). Event occurred in greece it was reported that the patient faced an infusion set tubing detachment event on (B)(6) 2025. The infusion set tubing came apart at the tubing connector. The insertion site was the right side of the abdomen. The infusion set had been in use for 1 day at the time of the event. No further information available.